Event description:
This complaint is now reportable based on the analysis. It was reported that during a preparation for a coronary drug eluting stenting treatment procedure, the nurse recognized the catheter shaft of the 3.50x12 mm taxus liberte drug eluting stent was kinked. No patient complications were reported. However, the returned product revealed shaft fracture.

Manufacturer narrative:
Device analysis confirmed a break in the hypotube 74 cm distal from the catheter strain relief, and severe kinking along the entire length of the shaft. The root cause of the reported damage cannot be conclusively determined. This device had been prepped for use. The shop floor paperwork was reviewed, and no issues were noted that would have contributed to the complaint reported.